Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the patient was in the hospital with high blood glucose levels, and had changed the infusion set three times. The patient also experienced nausea and irritability. Troubleshooting was performed, and the insulin pump was programmed correctly. Found only no delivery alarms in the alarm history. No damage to the drive support cap noted. The unit passed the prime, high pressure displacement and self tests. However, the patient removed the reservoir from the unit, and noticed that insulin had leaked into the reservoir compartment. Advised to change the entire infusion set. Nothing further was reported.